Event description:
The patient reportedly has not received any benefit from the implant for the last 3 years. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functional. However, due to the lack of benefit, a decision to explant the device is under evaluation.